Manufacturer narrative:
(B)(4). Batch #: v95x7v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a pancreas procedure the branches of the scissors deformed and could not be opened again. No harm to patient.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2022. D4 batch #: v95k2d. Additional information was requested and the following was obtained: we received a nslx137c ; lot#v95k2d product at our analysis site but a nslx125c, lot v95x7v was originally reported. Which device is correct for this complaint? We assume that the hospital mixed it up and the sales did not check it again when he received it thus nslx137c ; lot#v95k2d is correct. Investigation summary; the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. In addition, the jaws were not damaged as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. However, during the mechanical test, the device required extra force to open the jaws. Upon visual inspection of the device, it was observed that the closure pin was tilted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.